Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "upstream occlusion." Troubleshooting was performed but the device continued to alarm. The alarm had been instructed to be silenced. Had been instructed to remove the medication reservoir from the carrying case and pump to straighten tubing to ensure no kinks were present in the tubing and clamps were open and sliding. The medication spike had been fully inserted into the medication reservoir. The device had continued to alarm. The device had been powered off and the caller had been instructed to call anesthesia for further instructions. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.